Event description:
The micro sagittal saw was sent for service and it overheated and ran on its own without activation during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted throughout the internal components of the device.